Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical analysis of the lead did not find any indication of conductor fractures or internal shorts. Lead s-curve measurement was within specification.

Event description:
It was reported that patient presented to an implant procedure. During the procedure, it was noted that the lead exhibited high capture threshold. The lead was not implanted, and the implant was aborted. The patient was in stable condition throughout the procedure.